Event description:
General report received of an unspecified number of incidents of the device intermittently did not switch delivery to the primary line after secondary deliveries were complete. On unspecified dates and times, line a of an unspecified channel of the device was programmed to deliver normal saline at a rate of 10ml/hr. Line b was programmed for secondary deliveries of unspecified antibiotics, at a rate of 100ml/hr, with a vtbi (volume to be infused) of 50ml, and the deliveries were started. No further programming parameters were provided. The nurse stated that after unspecified lengths of time, it was noted that intermittently the primary line was not delivering when the secondary deliveries were complete. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects and no reported delays of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing by appropriately switching to primary delivery after the secondary delivery was complete. The pump history was downloaded and printed at the manufacturing site. The customer did not provide an event date; therefore, the history cannot be utilized to evaluate the reported event. This report represents all the information known by the reporter upon query by hospira personnel: (B) (4).